Manufacturer narrative:
Correction: g3.

Event description:
After a guided procedure, it was found that the implant placement was not according to the surgical plan. Based on an analysis of the system log files, it was found that the system was used off label. Specifically, the splint used requires a minimum of 3 bone screws to ensure accurate tracking of patient movement, however the surgeon used only 2 bone screws. Although the splint seemed stable during the procedure per feedback from the field, likely root cause of this event is splint movement due to not using the required minimum of 3 bone screws. This report is being filed in an abundance of caution to be in compliance with the MDR regulation.